Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645, lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high capture thresholds with significant diaphragmatic pacing below the lv capture threshold. Output was lowered without capture. The diaphragmatic stimulation was resolved and the lead is still in use. The patient is enrolled in the (B)(6) trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.